Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification and above the acute myocardial infarction (ami) limit, for several patients, involving the unicel dxc 600i synchron access clinical system. Subsequent analyses of the patient samples, on the same analyzer, recovered lower results within the risk stratification and within the normal reference range. The erroneous results were not released out of the laboratory as the customer questioned the values. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a high sensitivity system check, which failed to pass within instrument specifications. The fse discovered a small fluid spill in the incubator track of the instrument. As a precaution, the fse replaced the incubator belt clips. High sensitivity system check was performed and passed within instrument specifications. No hardware issues were noted. The fse indicated discussion with customer revealed the specimen in question likely had fibrin issues due to anticoagulant therapy. The instrument conformed to the manufacturer's published performance specifications.